Event description:
It was reported that the insulin pump has cracks on the reservoir and battery compartment and there is condensation inside the screen. Customer also complained about frequent battery changes and the act button sticking. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.